Manufacturer narrative:
(B)(4). Physio-control provided the customer technical assistance. The customer later made physio aware that after removing and reinserting the batteries in their devices, proper device operation was observed. The device(s) has not been returned to physio-control. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. Law enforcement was also on the scene and used their defibrillator on the patient. Later, the customer indicated that they tested four of their other devices, which also indicated "connect electrodes". The customer was unable to provide the serial number of the device used during the patient event or the serial numbers of the devices that were later tested. This issue is patient related; however, there was no adverse patient outcome reported. Physio-control made multiple attempts to contact the customer in order to obtain additional information about the device serial number(s), the patient and the event, but has been unsuccessful.